Event description:
Caller reported intermittent minimum fill notifications. There was no reported adverse impact on the customer's blood glucose level. The customer was ablet to successfully load a cartridge and continued to use the pump for insulin therapy.